Event description:
Diffuse lamellar keratitis (dlk) was observed one day post-operative after a pt had bilateral refractive surgery. The flap was lifted and the collagenases in both eyes were irrigated. The dlk has resolved. Visual acuity in both eyes in 20/20.